Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, after opening the package of the liner, the nurse found the inside package was not sealed. The part was supposed to be sealed inside the white bag for sterilization purpose to avoid contamination. However, the part inside is exposed to the air directly. The sterilization cannot be guaranteed. Once being aware of the incident, distributor started to prepare the spared part at the first moment. Although the operation was completed finally, the whole process was delayed for more than 1.5 hours, which might have negative effects to the patient.